Event description:
Surgeon was performing robotic hysterectomy and upon sewing the cuff, the v-loc 90 - 12" (ref # vlocm0315 lot # a2g0380vy) suture was passed to the surgeon and one stitch was placed and it broke in the middle- both pieces removed. A second vloc was passed and when received by the surgeon had no needle on it. At this point the abdomen was searched and xray was called for. A third vloc from a different lot was used to plicate the uterosacral ligaments posteriorly and close the cuff in running fashion. Xray was performed at multiple angles and no foreign body was seen on the imaging. Reference report: mw5115198.